Manufacturer narrative:
The device was returned for evaluation. During visual inspection, the a-rubber glue was found cracked, and the lg and insertion tubes had minor dents and scratches. There was a tiny chip at the edge of the lg lens. During the scope leak check, there was leaking found between the c-body and c-cover. The second leak check could not be performed. The most likely cause of the reported event was related to maintenance.

Event description:
Olympus received a complaint stating that during reprocessing, the device failed multiple leak tests. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information/corrected data regarding the reported event. After further review and confirmation of the device evaluation findings with the estimator, it was determined that the distal sheath (a-rubber) was cracked only which resulted in a leak. There was no issue with the c-cover and c-body. Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.